Event description:
Lead remains implanted. Rep reported noise on this lead, causing inappropriate vf detection and therapy on (B)(6) 2021. Since (B)(6) 2021, the pacing impedance has reported greater than 3000 ohms. Sensing and threshold remains consistent. Patient will be brought in for lead evaluation. Should additional information become available, it will be added to this file.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.